Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. The technical services (ts) discussed troubleshooting options and suspected it could be related to sense b noise. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. The technical services (ts) discussed troubleshooting options and suspected it could be related to sense b noise. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, after troubleshooting options, the physician decided to explant the system and replaced it. The system will be returned for analysis. No additional adverse patient effects were reported.